Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no color on the air/water cylinder and the suction cylinder, a discolored distal end and adhesive around the light guide lens, a scratched connecting tube, a cracked adhesive on the bending section cover, a chipped light guide lens, parts needed replacement, and the play of the upward/downward angulation control knob. The device was cleaned, disinfected, and sterilized before it was sent in for repair. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited white foreign material in the air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.